Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the balloon broke during the procedure. The broken parts were retrieved. A new trocar was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. There was no harm to the patient. Operative time was not extended.

Manufacturer narrative:
(B)(4).